Event description:
It was reported the gastrointestinal videoscope displayed vertical lines in the image. The issue occurred during inspection for use (prior to patient use). There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation and since the device was not returned for evaluation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.